Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the electrical pin was pushed back which created an e5 error. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin, this is what caused the e5 error. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device had a tear in its hose. During in-house engineering evaluation it was observed that an electrical pin was pushed back which created an e5 error code display. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.